Manufacturer narrative:
H6: device codes- corrected to include reference of off label use. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was used in a pulse field ablation procedure. The farawave was inserted and placed into the right atrium. The doctor ablated the cavo tricuspid isthmus line (this is considered off label) successfully and then removed the device to go transeptal. Upon attempting to reinsert the catheter into the left atrium, the physician was struggling to insert the wire completely and the catheter was unable to flush or have a continuous drip of fluid. Catheter was never reinserted, and we opened a new device successfully. The procedure was completed with no patient compilations and the device is expected to be returned.

Manufacturer narrative:
H6: device codes- corrected to include reference of guidewire insertion difficulty. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was used in a pulse field ablation procedure. The farawave was inserted and placed into the right atrium. The doctor ablated the cavo tricuspid isthmus line (this is considered off label) successfully and then removed the device to go transeptal. Upon attempting to reinsert the catheter into the left atrium, the physician was struggling to insert the wire completely and the catheter was unable to flush or have a continuous drip of fluid. Catheter was never reinserted, and we opened a new device successfully. The procedure was completed with no patient compilations and the device is expected to be returned.

Event description:
It was reported that a farawave catheter was used in a pulse field ablation procedure. The farawave was inserted and placed into the right atrium. The doctor ablated the cavo tricuspid isthmus line (this is considered off label) successfully and then removed the device to go transeptal. Upon attempting to reinsert the catheter into the left atrium, the physician was struggling to insert the wire completely and the catheter was unable to flush or have a continuous drip of fluid. Catheter was never reinserted, and we opened a new device successfully. The procedure was completed with no patient compilations and the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.